Event description:
Voluntary medwatch received states that the right ventricle lead (rv) exhibited noise over sensing with abrasion and insulation issues suspected. The rv lead remained implanted. The patient had no consequences.